Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion was treated using a unspecified promus premier stent. A 12mm x 3.00mm nc quantum apex catheter balloon was selected to post-dilate the lesion. During advancing, the shaft broke inside the unknown guide catheter. The guide catheter was removed as a system and the complaint device as well as the unknown guide wire were removed from the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).